Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and significant glare. Post operation day 1, the patient bcva (best corrected visual acuity) was 20/40 at distance, 20/30 near with manifest -1.00+1.00x090, add +1.50. Retinoscopy refraction was +0.25d. At one month, bcva could not get better than 20/60. Patient was on dry eye therapy prior to surgery and was using unspecified drops 1-2x/day post operatively. Collagen plug was inserted at one month to try to treat dry eye more aggressively. The iol slightly decentered nasally and inferiorly in the pupil. No more further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the iol was explanted in a secondary procedure. The patient was unhappy since implantation, debilitating glare and film, the patient does not feel safe driving. The clinical reason for explant was mentioned as bcva (best corrected visual acuity) unable to get better than 20/50.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).